Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1(event site postal code - 411001), h6(type of investigation, investigation findings and investigation conclusions). Additional contact information: (B)(6). A getinge field service engineer evaluated the unit and found that ECG is not coming. On checking found issue with lead cables. ECG lead cables are defective & same need to be replaced. No further information available about repair. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : device not repaired.

Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) the electrocardiogram (ECG) did not come on. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6(component codes and investigation conclusions). A getinge field service engineer evaluated the unit and found that ECG is not coming. On checking found issue with lead cables. ECG lead cables are defective. Fse replaced the ECG cable with new one. Checked all, the functions of the machine, machine found working ok.